Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. During testing, representative noticed that the exams had been pulled in and the site brought another medtronic navigation system unknowingly that the exams were transferred successfully. Representative performed a system checkout and the system was functioning normally. Transferring the scans was successful and old exams were removed to speed up processing time. Representative was unable to replicate the reported issue. System functioning as designed. No parts were replaced. No parts have been received by manufacturer foe evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when an exam was downloaded from digital intercommunication of medicine (dicom) q/r, a transfer incomplete prompt was displayed. Navigation system became unresponsive when representative exited digital intercommunication of medicine (dicom) q/r. Surgeon shutdown the system and used another medtronic navigation system for case. There was no patient present at the time of the issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs showed that the issue was suspected to have been caused by the user pressing the power button and then exiting the application software. Leading to an interference in the shut down protocol. However, confirmation of the anomaly being caused by this could not be provided. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.